Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted, but while in the left atrium (la), it was observed one of the grippers did not work. Troubleshooting was performed, but the issues was unable to be fixed; therefore, the cds was removed and replaced. Two clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Return device analysis confirmed the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported inability to lower a single gripper appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.